Event description:
User facility reported within 24 hours of an uneventful novasure procedure, patient returned to the emergency ward complaining of abdominal discomfort and fever. Blood cultures apparently (B)(6) and the patient was treated with IV antibiotics and her symptoms and infection resolved. Patient was subsequently released with no further treatment given. It was noted that the dilation of the cervix was difficult during the novasure procedure.

Manufacturer narrative:
The device involved in this event was not returned; therefore an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further information could be obtained thus no conclusion can be drawn for this event. (B)(4).